Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level was 324 mg/dl. The customer reverted to an alternate method of insulin therapy.